Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 822 mg/dl. The customer did not say if they were treated. The customer stated that they were hospitalized for the high blood glucose and diabetic ketoacidosis. It is unknown what may have caused the high blood glucose. It is unknown if the customer wore the insulin pump during their hospital stay. The customer stated that their insulin pump was reading 400 mg/dl when the customer was really at 822 mg/dl. The product was not returned for analysis.